Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: carefusion's failure analysis laboratory evaluated the suspect gas delivery engine (gde), receiving it with bent pins on the transducer communications alarm (tca) assembly and cables disconnected. The suspect component was tested and the reported issue could not be duplicated in the laboratory setting. The root cause of the reported issue could not be determined.

Event description:
The customer reported during startup on this avea ventilator the ventilator displayed and alarm extended high peak pressure which did not reset. The customer stated that this unit was not on a patient.